Manufacturer narrative:
H.6. Investigation: bd received an unretracted 22 gauge insyte autoguard blood control unit from lot 0154022 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the device's wings had been significantly bent. It appeared that a significant amount of force was applied to the wings to cause the bend and not a molding issue. Based off the visual inspection the engineer was able to verify the reported defect. It was determined that this was a manufacturing defect that was caused by a misalignment at the catheter orientation station. H3 other text: see h.10.

Event description:
It was reported that the wing on the bd insyte¿ autoguard¿ bc winged shielded IV catheter with blood control technology was damaged. The following information was provided by the initial reporter, translated from japanese to english: "before use, the hcp noticed that the wing of the product was deformed."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the wing on the bd insyte¿ autoguard¿ bc winged shielded IV catheter with blood control technology was damaged. The following information was provided by the initial reporter, translated from (B)(6) to english: "before use, the hcp noticed that the wing of the product was deformed."